Event description:
It was reported the patient noticed when the pump had stalled once after implant, there was saline in it, and she noticed it had stopped. The pump was being used to deliver saline. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).